Event description:
It was reported that the patient underwent a l3-4 lumbar posterior fusion (xlif) using rhbmp-2/acs. Medical records described an xlif fusion at l3-4, with minimal discectomy to prepare the interspace, use of an intervertebral biomechanical device (cage), placement of a threaded bone dowel in the l3-4 interspace at the l3-4 level unilaterally, pedicle screw fixation l3-4 and rhbmp-2/acs. A c- arm was used to position the cage. Two-thirds of the rhbmp-2/acs was inserted with the cage; the remaining one-third was packed into the left l3-4 facet joint at the time of the percutaneous pedicle/screw l3-l4 fusion. Following the surgery, patient developed extreme pain necessitating 4 postoperative nights in the hospital because of post-operative pain. The patient reported being sent home on pain medication for two postoperative weeks in order to address her pain. It was reported that the patient was diagnosed and treated for breast cancer, in (B)(6) 2010. A biopsy of the patient's breast is reported as having been performed on (B)(6) 2010. A bilateral mastectomy surgery was performed on the patient in (B)(6) 2010. Patient underwent a biopsy in 13 blocks: 11 of the 13 were reported (B)(6) for tumor outside the margins. Another biopsy was performed, and on this instance 3 of 4 showed tumor outside the margins. Since the (B)(6) 2013, patient has experienced markedly elevated blood pressure readings of 178/110 to 220/132. Her earlier pressure readings were a consistently normal 90/60. This reportedly results in shortness of breath, chest pain, pulmonary induced hypertension, exaggerated intense feelings of tension and distress, and headache. Patient was hospitalized on two occasions, in (B)(6) 2013 and (B)(6) 2013, for her markedly elevated blood pressure. Patient is presently under the care of an endocrinologist respecting this condition, whose blood work has revealed that patient has elevated calcium within her blood. In the summer of 2014, patient presented for emergency treatment with excruciating pain from which CT scan revealed kidney stones. The patient subsequently sought the treatment of a urologist, who performed a more enhanced ivp procedure on her that did not confirm the presence of stones in the kidney (causing her urologist to opined that the patient had passed the stones previously reported over the several preceding days during which she had been confined to her bed in searing pain). The urologist did report that his study images revealed the presence of stones located pervasively throughout the pelvic veins. During the week of (B)(6) 2014 patient underwent a biopsy respecting a skin lesion on her left breast. Patient was informed that the pathology report identified a precancerous melanoma. As a result, patient now suffers from severe injuries including bone overgrowth, pulmonary hypertension, chronic pain, calcium in her blood, stones in her pelvic veins, and breast cancer.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2009: the patient pre-operatively diagnosed with chronic low back pain and disrupted left sided l3-l4 facet joint, osteoporosis and depression and underwent the following procedure: anterior lumbar interbody fusion through a left-sided extreme lateral interbody fusion approach. Cage implantation fusion with bmp. Posterior spinal fusion with pedicle screw instrumentation left l3-l4. As per op-notes, " surgeon chose a cage that was size 10, 18 x 50. They cleaned out the disc space very thoroughly with curettes and then put in the cage they had chosen. They used the c-arm to help position the cage into the position. The patient was taken to the recovery room in a stable condition". Post-operative diagnosis: chronic low back pain. Disrupted left sided l3-l4 facet joint. Status post anterior lumbar interbody fusion, using left-sided extreme lateral interbody fusion approach. Status post cage implantation fusion with infuse. Posterior spinal fusion with pedicle screw instrumentation in left sided l3-l4. The patient also underwent x-ray fluoroscopy for less than 1 hour. On (B)(6) 2009: the patient underwent x-ray of lumbar spine 2-3 views post op anterior lumbar interbody fusion. Impression: surgical fusion l3-l4 with left sided unilateral pedicle screw instrumentation and interbody cages. No evidence of complications. There is l4-l5 facet arthropathy. There are laminectomies at l3, l4 and l5. No evidence of operation complication. On (B)(6) 2009: the patient presented with complaint of pain. The pain was located in the lumbar. It was described as aching, burning, deep and post surgical. The patient also underwent lab tests. On (B)(6) 2009: the patient was discharged. The patient was given pneumococcal 23-polyvalent vaccine. On (B)(6) 2009: the patient presented for an office visit with chief complaint of low back pain and pelvic floor pain and underwent physical examinations. Impression: post-laminectomy syndrome. On (B)(6) 2009, : patient presented for follow up visit after xlif at l3-4 with unilateral screws at the left side of l3-4. Patient presented with low back pain and bilateral buttock pain. On (B)(6) 2009: the patient presented for an office visit due to chronic pain. On (B)(6) 2009: patient still feels tired. On (B)(6) 2011: the patient underwent x-ray of lumbar spine. On (B)(6) 2013: the patient presented for an office visit due to un-controlled blood pressure, chest pain, weakness and fatigue. The re view of systems was negative except hpi. The patient underwent x-ray of chest due to pain which showed no acute process. The patient also underwent CT of head due to headache, weakness which was negative. The patient consulted the surgeon regarding severe hypertension. Conclusion: severe systemic arterial hypertension/ortho-static hypertension. The patient's blood pressure worsens upon standing. History of breast cancer, status post bilateral mastectomies. On (B)(6) 2013: the patient underwent mra (magnetic resonance angiograph) of abdomen and pelvis due to renal artery stenosis. Impression: no evidence of renal artery stenosis. No acute abnormality of the abdomen or pelvis. The patient also underwent MRI of brain. Impression: no acute infarct, mass effect, hemorrhagic change, abnormal brain parenchymal or leptomeningeal enhancement. On (B)(6) 2013: the patient was discharged. The patient was finally diagnosed with1. Accelerated hypertension with orthostatic hypertension, unclear etiology. Dizziness and headache with negative CT of the head and negative MRI of the head, per preliminary report. Urinary tract infection, culture still pending at the time of this dictation. On (B)(6) 2013: the patient underwent CT of head without contrast due to hypertension. Impression: no acute intracranial abnormality. No significant interval change. On (B)(6) 2013: the patient presented with a complaint of hypertension, orthostatic hypertension felt to be secondary to autonomic nervous system dysfunction. On (B)(6) 2013: the patient was discharged with a diagnosis of orthostatic hypertension with hypertension urgency anxiety. Hi story of breast cancer, status post bilateral mastectomy with bilateral lymph node dissection. On (B)(6) 2013 and (B)(6) 2014: the patient presented for follow-up of orthostatic hypertension. On (B)(6) 2013: the patient's MRI of brain was normal. On (B)(6) 2014: the patient presented for an office visit with chief complaint of hypertension. On (B)(6) 2014: patient underwent tomography. Impression: poor visualization of the distal ureters. There is no hydronephrosis. No urin ary tract stones were observed. Laminectomy and fusion l3-4. On (B)(6) 2015: the patient was admitted for fall risk assessment due to pain in bilateral flank area and dysuria. On (B)(6) 2015: the patient presented with hypertension, high bp and kidney pain due to stone. And discharged on (B)(6) 2015 and underwent CT scan of abdomen plus pelvis w/o IV contrast. Impression: no renal, ureteric or vesical stones. No obstructive uropathy on either side. Multiple surgical clips in right quadrant, recommend correlation with prior surgical history. Secum is located in lower midline, post versus due to long mesentery, secum is distended with stool. No bowel obstruction. On (B)(6) 2015: the patient was discharged. On (B)(6) 2015: the patient presented for evaluation of pituitary adenoma.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.